Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being involved in a vehicle accident while wearing the insulin pump. The customer was hospitalized and his blood glucose reading was 127 mg/dl. The customer stated that there was a very large impact directly to his side where he was wearing the insulin pump. The customer stated that it appears the insulin pump was working, but it has strange beeps. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.